Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The surgeon states that he thinks but does not know if the lens rotated 5-10 degrees. Residual astigmatism was also reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.